Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was hard to manipulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is) followed up but the customer confirmed no further details related to the reported event are known or available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a loose pitch cable at the proximal end. As a result, the cable was found to be loose at the distal. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from stretched cable due to an unknown cause. The instrument exhibited imprecise motion when the mtms were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. Root cause attributed to loose pitch cable.